Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The customer was found unconscious, and had a blood glucose reading of 2.1 mmol/l. Troubleshooting was performed, and the insulin pump passed the prime and displacement tests. Found two motor error alarms in the alarm history. Nothing further was reported.